Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red marks and irritation around their neck/shoulder area due to the strap digging into their neck. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed steroid cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.